Event description:
As reported by the sapphire ww registry, angiography revealed 95% stenosis of the pt's left proximal internal carotid artery. The lesion was a restenosis of a prior carotid endarterectomy and was described as severely calcified, eccentric, and 10mm in length. The reference vessel was 5mm in diameter and moderately tortuous. A 6mm angioguard rx partially deployed during prep and was not used in the pt. The investigator felt that the premature deployment was most likely related to improper prepping technique. A second 6mm angioguard was deployed beyond the target lesion. The lesion was pre-dilated and a 6.0 x 40mm precise pro rx stent was deployed at the target lesion. The angioguard device was successfully retrieved and no debris was observed in the basket. The lesion had been extremely resistant to angioplasty and the residual stenosis was 40%. The pt left the angiography suite with no neurological deficit.

Manufacturer narrative:
While the pt was in the post-procedure recovery area, she experienced a sudden onset transient ischemic attack (tia) with the symptom of right hemiparesis and a drop in blood pressure to 69/44 manually and 78/46 via arterial line. During the procedure, her blood systolic blood pressure was 140 to 170. Within 5 minutes of fluid administration, her blood pressure increased to 117/64 without medication. The right hemiparesis resolved in less than 24 hours with no residual effect and no reported treatment. CT scan and duplex ultrasound revealed that the left internal carotid stent could have been stenosed, but the investigator felt that this was not a new stenosis since the residual stenosis had been 40%. According to the investigator, the tia was related to the index procedure, and not the cordis product. The day after the index procedure, the pt had a ck level of 139 (uln = 125) ck-mb was 0.8 (uln = 9.0). The pt was discharged approximately 2 days after the procedure. Discharge medications included aspirin and clopidogrel. Additional info will be submitted within 30 days of receipt.